Event description:
The customer reported collimation inaccuracy. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. (B) (4).